Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, change sensor/bad sensor, failed battery test. The customer reported blood glucose value of 70 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7911na, mmt-7020la, mmt-1884. Troubleshooting was performed and customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. Customer reported receiving a battery failed alarm. Customer reported that battery cap contacts and battery compartment are not damaged or corroded. Customer received another battery failed alarm after inserting a new battery. Customer completed a pump restart and inserted another battery. Battery failed alarm did not recur. Advised customer to monitor pump and that a replacement battery cap will be sent. Customer reported low blood glucoses. Customer reported the transmitter battery did not last 7 days after being fully charged. Transmitter is out of warranty. Advised customer after 1 year it is normal to experience a reduced battery life and advised of the process to obtain a new transmitter customer received a change sensor alert. Explained possible causes. Customer is unable to run a transmitter test and/or test passed. Customer advised to try another sensor. No further patient complications were reported. No product return is required for mmt-7911na. No product return is required for mmt-7020la. No product return is required for mmt-1884.